Event description:
This is filed to report recurrent mitral regurgitation and hypertension. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient blood pressure increased, and transthoracic echocardiography (tte) showed mr had increased to a grade of 2-3+. It was noted the clip was stable on both leaflets. On (B)(6) 2023, an additional mitraclip procedure was completed to treat the recurrent mr and increased blood pressure. One clip was successfully implanted, stabilizing the blood pressure, and reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the mr cannot be determined. The reported hypertension appears to be a cascading effect of the reported mr. The reported mr and hypertension are listed in the mitraclip system instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.